Event description:
A medtronic representative reported that, while calibrating a microscope the navigation system could not pickup the microscope frame and calibration jig. The camera leds were normal but there was a red error light on the system control unit (scu). The medtronic representative rebooted the navigation system several times to remove the light. The medtronic representative was able to successfully calibrate the scope, however, the scu restarted itself during the calibration. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(4) 2013 and was found to be a non-reportable malfunction based on the information available. On (B)(4) 2014, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Medtronic investigation of returned suspect device finds that the scu powered up without the failure light on. However, a check of the event log revealed a long history of intermittent internal strober errors dating back to (B)(4) 2013. The root cause was an electrical issue with a system fault code and internal stober error. The reported event was confirmed. The device was replaced to resolve the issue.